Event description:
Customer reports a cracked header during pt use on reuse number 28 noted by a crack on the venous header and blood leaking from the dialyzer. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.